Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She was unsure if tampon pieces remained inside and consulted her doctor over concerns about possible infection resulting from pieces of the pledget remaining inside the vagina. There was no diagnosis and consumer did not experience any adverse health effects.